Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe was too wide to pass through the trocar during a vitrectomy procedure. The probe was replaced and the procedure was completed without patient harm.

Manufacturer narrative:
Additional information has been provided. The 25 gauge laser probe was manufactured on january 24, 2018. There were (B)(4) associated with this lot. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).